Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Operation of variaxclavicle on (B)(6). After 1 week, the distal screw is pulled out of the bone and the plate floats. It is unknown whether locked between the plate and the screw. Patient with poor compliance, even after the operation, rest was not maintained and the affected part was moved and the plate deviated. There is considering revision.

Manufacturer narrative:
The reported event that superior plate - decreased curvature variax clavicle 10 hole/left was alleged of 'component loosened' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. No further detailed information available due to hospital policy. Based on investigation, the root cause was attributed to be patient related. The failure was caused as ¿the patient did not keep the doctor's attention and could not be rested. Nefertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Operation of variaxclavicle on (B)(6). After 1 week, the distal screw is pulled out of the bone and the plate floats. It is unknown whether locked between the plate and the screw. Patient with poor compliance, even after the operation, rest was not maintained and the affected part was moved and the plate deviated. There is considering revision.